Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the insulin pump was returned for unknown reasons. Nothing further reported.